Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records detailing the allegations of ¿abdominal pain, mesh removal requiring an additional surgery¿ were not provided.] On (B)(6) 2012: (B)(6) hospital of (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: same. Operation: incisional hernia repair with mesh. Assistant: (B)(6), md. Anesthesia: geta [general endotracheal anesthesia]. Anesthesiologist: fleischut. Ivf [intravenous fluid]: 750 ml. Ebl [estimated blood loss]: 25 ml. Transfusions: 0 units. Urine output: 0 ml. Drains: none. Findings: 1. 4 x 3 cm incisional periumbilical hernia. 2. Repaired with 6 x 7 cm gortex mesh as underlay. 3. Primary repair of the fascia over the mesh. Indications: the patient is a 61 year old female who presents with incisional hernia. Patient previous underwent laparoscopic removal of pericolonic mass. Patient has significant morbidity associated with incisional hernia and now presents for repair with mesh. Prior to the procedure, surgical goals, alternatives, and possible risks including but not limited to bleeding, wound infection, recurrence, potential damage to surrounding structures such as bladder, ureter, and conversion to open surgery were discussed with the patient. Procedure: ¿after informed consent was obtained, the patient was brought to the operating room. Venodyne boots were placed on the patient. Patient was placed in supine position, and general endotracheal anesthesia was induced. Subcutaneous heparin was given. Patient's abdomen was prepped with chloraprep and draped. Preoperative antibiotics, ancef and subcutaneous heparin were given prior to incision. Surgical timeout was performed prior to start of the procedure. The previously made periumbilical incision was reopened. The hernia contents were sharply dissected and omentum was gently replaced into the abdomen. The defect measured to be approximately 4 x 3 cm in dimension. Because the defect was moderate in size, decision was made to use a mesh as underlay. Healthy fascial tissues were dissected away from the subcutaneous tissues. 8 cm x 12 cm dual sided goretex mesh was passed onto the table and trimmed to 6 cm x 7 cm. Equally spaced anchoring sutures (#1 prolene) were placed around the edges of the mesh so as to anchor it firmly to the fascia. The mesh was secured circumferentially without any gaps. The fascia was then repaired primarily over the mesh repair in continuous fashion using 0 vicryl sutures. The subcutaneous tissue was irrigated with sterile saline solution. The patient tolerated the procedure without complications. The umbilicus tacked down to the fascia. Skin was closed using 4-0 biosyns. Instrument, sponge, and needle counts were correct prior the abdominal closure and at the conclusion of the case. I was present for the entire operation.¿ on (B)(6) 2012: (B)(6) hospital of (B)(6). Implant record. Implants used: gore. Implant description: dualmesh biomaterial 8.0 cm x 12.0 cm x 1.0 mm. Cat/ref number: 1dlmc02. Lot number: 10378787. Serial number: na. Site: umbilical. Expiration date: 04/30/2017. Comments: __ [sic]. The records confirm a gore® dualmesh® biomaterial (1dlmc02/10378787) was implanted during the procedure. On (B)(6) 2013: (B)(6) hospital- cornell. (B)(6), md. Operative report. Preoperative diagnosis: right inguinal hernia. Postoperative diagnosis: right inguinal hernia. Operation: open right inguinal hernia repair with mesh. Anesthesia: general endotracheal. Anesthesiologist: __ [sic]. Estimated blood loss: 5 ml. Findings: direct inguinal hernia. Complications: none. Brief history: the patient is a lady with symptomatic right inguinal hernia here for repair. Risks and benefits were explained. Preparation: ¿the patient was prepped and draped in a sterile manner in the supine position. Marcaine was injected in the right groin and an incision was made and dissection was carried down through the fascia all the way to the external oblique. This was opened in the usual fashion all the way to the external ring and the cord structures were swept off the external oblique fascia. The round ligament was identified and divided. Prolene mesh was then placed and tacked to the pubic tubercle medially and a lichtenstein repair was performed. The nerve was identified and swept off. 2-0 prolene was used to perform the inferior repair and similar on superior. The external oblique was then reapproximated using 3-0 vicryl running. Scarpa¿s was closed using 3-0 vicryl pops and the skin was closed using 4-0 caprosyn. Indermil and dressing was applied. I was present and scrubbed for the entire case and all counts were correct.¿ on (B)(6) 2013: newyork-presbyterian the university hospital of columbia and cornell. Implant record. Implants used: mesh prolene 3 x 6. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2012 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain and mesh removal requiring an additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d15: cause not established. H6: health effect impact code: f24: insufficient information. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. The status of the device is unknown as no record of explant was provided. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.